Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose (bg) was in the 500's (mg/dl) which was addressed with a bolus. Reportedly, the supplies were changed to address the event and bg lowered to target range.